Manufacturer narrative:
Additional information: one actual sample was received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The female connector was connected to the returned minicap with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿the cap¿ of a minicap transfer set was broken; further described as ¿extremely difficult to close and unusable¿. This occurred while in use on a patient for peritonitis dialysis therapy. As a result, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.